Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, dissection), patient's condition affected effectiveness of device (pre-operative dissection, mildly tortuous and calcified access vessels, significant thrombus in the proximal attachment site), incorrect technique/procedure (treatment of a patient with a pre-operatively dissected thoracic aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection, mildly tortuous and calcified access vessels, significant thrombus in the proximal attachment site), operational context contributed to event (treatment of a patient with a pre-operatively dissected thoracic aorta).

Event description:
Additional information received. It was reported that a follow up CT scan revealed that the stent graft was patent and device integrity maintained. No evidence of endoleaks were observed. It was indicated that there was never a proximal or distal type I endoleak. The previously reported proximal type I endoleak never occurred. The maximum thoracic aortic centerline diameter measured 51 mm at the four year follow up; the maximum thoracic aortic centerline diameter increased 13 mm from 1 month to four year follow up. On-going false lumen perfusion was via the proximal and distal tears previously noted. Per the investigator, the cause of increasing aortic diameter was most likely due to the perfusion into the false lumen from the two pre-existing tear.

Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a descending thoracic aortic dissection approximately two months ago. It was reported that the patient presented with symptoms of back/chest pain, and nausea/vomiting. After admission, the patient was given anti-hypertensives. CT imaging two days later showed malperfusion (visceral ischemia and renal ischemia) at the mid-descending aorta and was a visible rear-entry tear in the second half of the descending aorta (to the level of diaphragm), and a second rear-entry tear between the renal arteries and the abdominal aortic bifurcation. The patient was found to have a complicated type b aortic dissection. The access artery was mildly tortuous with mild calcification, and mural thrombus (significant) was present in the proximal attachment site. The distance from distal margin of l cca to start of most proximal tear is 50mm. Total length of aortic (thoracic and abdominal) dissection is 339mm. Total thoracic aortic length (lcca to celiac) is 312mm. Maximum thoracic aortic center line diameter is 41mm. Maximum true lumen diameter is 30mm. Maximum false lumen diameter is 11mm. Diameter of distal margin of lcca (long axis of ellipse) is 33mm. Diameter at proximal landing zone is 32mm. The external iliac arteries are 11 mm in diameter bilaterally. The valiant stent graft was successfully implanted three days later. The CT from approximately one month ago revealed a proximal type endoleak and this was attributed to the pre-existing condition of a dissection and perfusion into the false lumen. No further information was provided and no additional clinical sequelae were reported.